Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-2324pct-1, suture anchor, peek swivelock®, 4.75 mm with closed peek eyelet and blue fibertape® loop, broke on insertion after following the correct insertion preparation and the bone was not hard. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional anchor was opened and replaced. The device broke inside the patient but was retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.